Manufacturer narrative:
The customer contacted the siemens technical support center (tsc) to report the discordant calcium result. Quality control and calcium results were out of range. The customer calibrated calcium assay, ran quality control and patient comparison testing, which were within range. The tsc specialist verified the product water temperature. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the aliquot probe as there was gel in the probe and sample 1 (s1) probe. The cse also replaced the reagent 1 (r1) horizontal and vertical belts and performed alignments on the aliquot probe, s1 probe and r1 probe. The cse then verified the cuvette and reagent temperatures and ran service method testing (smt) on server 2, which was within range. The cse re-calibrated calcium and ran calcium patient comparison and precision testing, which was acceptable. The cse ran quick check and qc, which were acceptable. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The result from the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
The initial MDR 2517506-2018-00020 was filed on 16-jan-2018. Additional information (16-jan-2018): a siemens headquarter support center (hsc) specialist reviewed the event data and determined that there was no reagent lot or method issue. The hsc specialist determined that the data was consistent with instrument related issues with the potential cause being gel buildup inside the aliquot and sample 1 (s1) probes. Quality control was also trending low, which is consistent with sampling issues related to gel buildup inside the aliquot probe or s1 probe. The hsc specialist stated that calcium has a small sample size and is a neat sample dispense. The presence of gel inside the aliquot and s1 probe was the potential result of analyzing samples with poor sample integrity on the dimension vista 1500 analyzer. Cellular debris, gel globules, and other artifacts present in the patient sample tube can impact the sampling accuracy and result in calcium recovery issues. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.